Event description:
It was reported that during an office visit, it was noted that the right ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).